Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6), 2012.according to the complainant, during the procedure, when lithotripsy was attempted the stone could not be crushed and the basket tip could not be detached. Another manufacturer's basket device was used to release the stone from the trapezoid rx lithotripter compatible basket. Both devices were then removed from the patient and a stent was placed to end the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(4) 2012. According to the complainant, during the procedure, when lithotripsy was attempted the stone could not be crushed and the basket tip could not be detached. Another manufacturer's basket device was used to release the stone from the trapezoid rx lithotripter compatible basket. Both devices were then removed from the patient and a stent was placed to end the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the basket assembly to be separated from the coil/handle assembly. The trapezoid basket was bent and ensnared within an olympus basket device. The trapezoid basket tip remained intact and the device could not be removed from the olympus basket. The pullwire was found to be kinked and bent, and the thumb ring was crushed. The coil assembly was kinked, and the guidewire lumen (side-car) was torn the full length and presented a push-back. The device was disassembled and it was found that the pullwire was broken with the broken ends necked down indicating that the wire had most likely sheared apart while undergoing tensile force. Functionally, the returned unit was not tested due to the sample return condition. A review of the material specification for the basket tip joint and pullwire found that the tip and wire strength met specification. The condition of the returned incident device was consistent with the complaint that the tip failed to detach. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).